Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to new onset of atrial fibrillation (af) and shortness of breath. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that atrial undersensing was noted on the right atrial (ra) lead during atrial tachycardia (at) / atrial fibrillation (af) episodes leading to multiple mode switches. Follow up was conducted and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.